Event description:
User facility reports that the safety shield is "hanging up" or "catching" as nurse is trying to slide it forward after use. This has contributed to at least 3 needle sticks.

Manufacturer narrative:
Eval summary: four (4) opened/activated syringes, one (1) opened unactivated and one (1) sealed syringe were returned. All syringes were visually examined for any issues which may have contributed to the reported condition. One (1) opened/unactivated syringe was visually as well as functionally evaluated and the safety shield had some difficulty advancing. A review of the complaint database was completed for the indicated product lot number (1237417) and as of this date revealed no other complaints of this nature. In addition, a three year review of the complaint database was completed for the indicated reorder number (B)(4) and as of this date revealed no trend for either issue. Review of mfg records for this lot indicates that all inspections were performed per the applicable operations qc specs. There were no defects or notifications noted for any related defects during the production of these batches.